Manufacturer narrative:
Device evaluation completed on september 29 2020: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation :capsular contracture (baker grade iii), rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old latino female who underwent primary breast augmentation with a mentor memorygel 325cc silicone prosthesis experienced right sided rupture post procedure. A physical consultation was performed by a physician and deflation was diagnosed. Additionally, right sided capsular contracture (baker grade iii) was present. As a result, bilateral replacements as follow: left-cat#: 3503504bc, sn#:(B)(4), and right-3503504bc, sn#:(B)(4) performed on (B)(6) 2020.